Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a malfunction alarm occurred and the pump stopped all insulin delivery. It was also reported that multiple continuous glucose monitor (cgm) errors occurred, and a new sensor session was unable to be started. There was no impact to the customer's blood glucose levels. During troubleshooting with tandem technical support, the malfunction alarm was cleared. The customer was undergoing pump training and had not began insulin therapy.